Event description:
It was reported that the patient presented to the hospital experiencing bradycardia. Upon review, the leadless pacemaker exhibited high capture threshold and loss of capture was suspected. Programming changes were performed, and the patient will further be monitored. There were no patient consequences.